Manufacturer narrative:
Other text: d3, d4: UDI (B)(4), g1, and g2 email is: (B)(4). One device was returned for analysis. Visual inspection showed a lifted dso seal and bubbled uso seal. The tamper seal was broken. Review of the event history log (ehl) showed system faults 46,822. A functional test was performed and the reported issue error 46822 was not duplicated, however error code 46822 was found on the device. The cause of the reported issue was due to the main board. As a result, the main board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 46822. No adverse patient effects were reported by the customer.